Manufacturer narrative:
Covidien reference: (B)(4).

Event description:
It was reported that during intubation, the pre-tested tracheal tube cuff was inflated with 10ml of air, and it burst. Additional information has been requested.